Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect the pump and pneumatic tap area, remove the o-ring causing the fit issue, and clean the area with an alcohol wipe or lint-free cloth. The customer was also guided to fill a new cartridge, ensure the o-ring was in place and undamaged, and complete the load process by following on-screen instructions to confirm the cartridge clicked into place. The customer chose not to have technical support on the line during the loading process and agreed to call back if further issues arose.